Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. D.4. Medical device lot #: 9339884. D.4. Medical device expiration date: 11/30/2024. H.4. Device manufacture date: 4/27/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/23/2021. H.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 9339884, cat no. 320477. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. Due to the condition of the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd pen needle 32x4 asia xtw needles were unable to deliver insulin/medication. The following information was provided by the initial reporter : the consumer reported that needles were blocked and when attached to the insulin pen would not allow the insulin to pass through the needle requiring a needle change.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Reported medical device lot # : unknown - unknown device expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for reported unknown medical device lot # .

Event description:
It was reported that 2 bd pen needle 32x4 asia xtw needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: the consumer reported that needles were blocked and when attached to the insulin pen would not allow the insulin to pass through the needle requiring a needle change.